Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Patient reported the infusion set tubing became detached from the connection point between the catheter and the needle. Customer no longer has the box or the defective catheters; he used them all. No adverse event reported. No product will be returned for evaluation.